Event description:
Through post operative x-rays, it was discovered that screws had backed out of the plate.

Manufacturer narrative:
Evaluation summary: the actual device was returned and evaluated. The device met all design and mfg specifications. The threads of the screws were found to be damaged as a result of improper technique.